Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: complaint sample review : one complaint sample of drain in two parts, separated from the hub area was received for evaluation, product was inspected visually below were detailed observation: 1.drain was separated from the hub area. 2.while viewing the separation surface under magnification, multiple dents (including a deep mark) were observed on the perimeter of the drain. It is suspected that, separation surface of the drain might have came in contact with some pinned / sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: the damaged area was recognized after the surgery, and while touching the damaged area, the drain tube was broken. The treatment after breakage is only extraction. The patient has since been recovering. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Unk. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk. Was the drain broken into two or more pieces? Yes. If it was broken into two or more pieces, please clarify if the broken drain was removed completely from the patient? Yes. Did any pieces fall inside the patient? No. If any pieces fell inside the patient, was the patient taken back to the operating room to remove the broken drain surgically? Na. What is the current condition of the patient? No problem. Please perform and document the follow up attempt for product return. The device will be shipped. Please check rmao. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast cancer surgery on (B)(6) 2024 and a drain was used. During use the drain tube was broken at the ICU. The product was used on the chest. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.